Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 3/4 of their automated peritoneal dialysis (apd) therapy. Per hp's spouse, the pt line of the homechoice set came disconnected from their transfer set while sleeping. After the alarm the tsc assisted hp's spouse in ending therapy early. The next day hp was given prophylactic antibiotics as a result of this incident.